Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that unspecified timing, the image froze. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to olympus. According to the information from the customer, the unit seemed to have overheated due to dust accumulated. It was reported by the local service department that the unit was cleaned. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. The subject device was not cleaned regularly, or the subject device was used and stored in a very dusty environment. The subject device could not release heat due to the accumulation of dust inside the subject device. Since the inside of the unit overheated, the video circuit board malfunctioned.